Event description:
A malfunction alarm was reported, but no notable events occurred prior to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after the reset, the malfunction was resolved without recurrence. The customer was advised to continue using the pump and to contact support if the issue occurred again, which the customer acknowledged and understood.